Event description:
A 3.0mm diameter x30mm length endeavor mx2 drug-eluting coronary stent delivery system was inserted into a pt for the treatment of an unk lesion. The vessel morphology is unk. It was reported that the stent dislodged in the rca. Details of the case and how the case was completed are unk. No clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Evaluation: results- other (lack of info, vessel morphology unk). Inherent risk of procedure (embolism-device). Conclusions - other (lack of info,vessel morphology unk).